Manufacturer narrative:
(B)(4). The reported telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
It was reported during implantation, the pacemaker was stuck in the program loop hanging as the pacemaker could not be communicated using an inductive telemetry. The pacemaker was not used. No further information is available.